Manufacturer narrative:
The permanent cautery hook instrument was analyzed and found to have a broken pitch cable at the proximal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the permanent cautery hook instrument had a cable protruding from the tip. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the distributor and obtained the following information: there was no damage noted that occurred outside the procedure. The patient has not returned back for any complications due to the event and no retained fragment. There were no instrument collisions.